Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1600619 was manufactured on 05/30/2016 a total of (B)(4) pieces. Lot was released on 06/15/2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the item broke during use, a small part broke off but was located. It caused a minor delay during surgery. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported and the customer complaint cannot be confirmed. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the item broke during use, a small part broke off but was located. It caused a minor delay during surgery. There was no reported patient injury.